Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of more than 34.4mmol/l. Troubleshooting was performed. It was stated that buttons on the insulin pump were unresponsive. No further info was provided.